Event description:
It was reported that during a routine follow-up, the atrial lead exhibited noise, the noise could not be reproduced with pocket manipulation or isometrics. The patient will be monitored with routine schedule ups. The patient was stable.